Event description:
On (B)(6) 2010 (exact date not provided) a xenmatrix product was implanted in the patient's abdomen for recurrent incisional hernia (two drains placed at time of implant; no wound vac used). On (B)(6), 2010 (approximately) the patient returned to surgery, approximately 200 cc of purulent fluid was extracted from patient's abdomen, and (B)(6) was noted to be in the wound. "The mesh looked like it was peeling from itself, it looked layered." (Information regarding (B)(6) and report of how mesh appeared, was reported by the surgeon on (B)(6) 2010).

Manufacturer narrative:
Per the surgeon the infection presented approximately 3 weeks post implant, the infection was treated and the mesh remains implanted and will not be returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. The warning section of the IFU states "if an infection develops, treat the infection aggressively." No product identifiers were provided and available information indicates no device will be returned and/or additional information will be provided. We, therefore, consider this report complete to the best of our current knowledge.